Event description:
Device #2 malfunction: posterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide and perclose a-t devices attempted arteriotomy closure of the right common femoral artery after an interventional peripheral procedure. Reportedly, when the physician pulled the needle plunger out of the proglide, no suture was present; a posterior cuff miss occurred. The device was removed. An attempt was made using a perclose a-t, which resulted in a posterior cuff miss. A third device, a proglide was used and successfully achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #1: proglide part# 12673-03, lot# 57124-6h is being filed under medwatch MFR# 2953144-2008-00742.